Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The event occurred intraoperatively during the navigate task and extended surgical time by 30 minutes. It was reported that the surgeon struggled with the tracer. They ended up being about 3mm anterior when they got deep in the sinus. They were accurate on the surface of the skin. Site considered the inaccuracy and proceeded with the case. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome. Additional information received reported the surgeon was able to get very good accuracy on both of their cases. They incorporated the foot pedal to reduce points collected off the skin, traced the nose and more posterior. There was no need to use touch points. The representative recommended to avoid loose skin and adding points on obvious anatomical areas.